Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported the balloon of a 5f mynx control vascular closure device (vcd) burst during prep. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. The vcd was prepped and used in accordance with the IFU. The vcd was used in a trans-arterial chemo embolization. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was stored according to the IFU. The deployer was certified in the use of the mynx device. The device is being returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing/review. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported the balloon of a 5f mynx control vascular closure device (vcd) burst during prep. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. The vcd was prepped and used in accordance with the instructions for use (IFU). The vcd was used in a trans-arterial chemo embolization (tace). There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was stored according to the IFU. A non-sterile mynx control vcd 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received connected to the device, and the procedural sheath was not received for evaluation. The stopcock was observed in the open position, and the balloon was found fully deflated. In addition, the sealant was found partially exposed from the sealant sleeves and exposed to blood, as the sealant sleeves were found to be frayed/split/torn. Per functional analysis, the inflation/deflation test was performed as per the mynx control instructions for use (IFU). The findings revealed a balloon leak in the returned device. Additionally, the simulated deployment test could not be performed due to the leak found in the balloon. Per microscopic analysis, upon visual inspection at high magnification, a micro tear was discovered in the balloon of the returned device. In addition, the sealant was found partially exposed from the sealant sleeves and exposed to blood, as the sealant sleeves were found to be frayed/split/torn. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device due to the tear noted on the balloon. Additionally, a condition was noted to the returned device of ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed due to the frayed/split/torn condition of the sealant sleeves noted. However, the exact cause of the tear found to the balloon and the condition of the exposed sealant could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issues noted. However, prepping/handling factors most likely contributed to the reported event since excessive force during prep or handling can cause this type of damage to the balloon. Additionally, these factors could also contribute to the frayed/split/torn condition of the sealant sleeves and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states when prepping the balloon, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.